Event description:
The customer reported that sometime the image would shrink and was blanking was out. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd interface was replaced. The system was then found to be operating as intended.